Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient went through this not too long ago. It got straightened out and now its acting up again. Patient said he cannot get half of it to function. Patient clarified and said he should have a, b and c but a is working all the time, b only works when it wants to, c cannot activate it at all. Patient said he uses his patient programmer he gets a funny thing. Patient also stated his pain changes. Patient said initially when it was set up it was a, for his back, b for his legs and c for his feet, he would like to activate c because he has been having a lot of trouble with his feet lately. During the call patient was grunting and groaning, pushing buttons on the patient programmer. Patient said he turns it up too high (by accident) because he keeps hitting the wrong buttons because he is hurting. Programmer showed stim on. During the call worked with patient and found out he was seeing the sync now screen. Patient was able to sync and was on a. Patient wanted to go back to b. Worked with patient and his programmer and patient was successful to activate b. Patient said it was going to both butt cheeks and the right and left thigh. Patient wanted to try it there. Patient said his legs buckle. Patient said they have been buckling since prior to his device. Patient redirected to follow up with health care professional (hcp) to resolve symptoms. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that groups b and c were originally not working- now b was working but c couldn't be activated. Getting b working helped the patient some. The patient noted that they needed to set an appointment up to get c reactivated. No further complications reported.